Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed condition. Deformation was noted throughout the stent. All four marker bands were present on both ends of the stent. The delivery catheter was kinked/bent at the proximal end. The delivery catheter was flattened/crushed at the distal end. The proximal end of the stent stabilizer was kinked/bent. The device was flushed, blood was present within the device. Resistance was noted when removing the stent stabilizer from the delivery catheter. Functional inspection could not be performed as the stent was received in a deployed condition. A 0.032" mandrel was unable to be completely pushed through the outer catheter due to kinked/bent sections. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of ¿stent stabilizer/catheter friction' and 'stent delivery catheter kinked/bent' were both confirmed during analysis. The reported event of ¿device difficult to flush' and 'stent partial deployment' could not be replicated. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patient's anatomy was reported as 'moderately tortuous'. It was reported that 'a 3.0x20 stent was then selected. During preparation, when attempting to flush with saline through the proximal orifice and side orifice of the stent delivery system, it was found that the saline could not pass smoothly through the stent delivery system, and no saline flowed out from the distal end of the stent delivery system. Subsequently, the physician attempted to deliver the stent delivery system along the wire. When the stent was being delivered to the bend at the c4 segment, the physician fixed the wire and pushed the stent but found that the stent could not be advanced. The stent system detached from the delivery system without an active deployment action. The physician then withdrew the stent. Since the stent was already half-deployed and could not be used further, the physician replaced it with a 3.5*20 stent, which was delivered and deployed through a microcatheter. Blood flow improved significantly, and the procedure was successfully concluded'. A product condition update was provided stating 'when the stent could not be advanced at c4, the operator tried several times and the stent catheter shaft got kinked'. The stent was returned for analysis in a fully deployed condition. The stent was inspected and noted to be slightly deformed along its length. The outer catheter (stent delivery catheter) was severely kinked/bent near its proximal end, as was the stent stabilizer (inner catheter). The outer catheter was also flattened/crushed towards the distal end. When the stent system was flushed, there was significant blood noted. It is not clear exactly what occurred which led to this event and to the damage noted to the various parts of the stent system. However, based on the amount of blood noted during flushing, it is likely that the insufficient continuous flushing might have occurred during the balloon angioplasty part of the procedure. As noted in the event description, there was an issue noted when attempting to flush the device. This is likely to have contributed to the difficulties experienced by the physician. This, combined with the tortuosity of the target vessel and some unknown procedural factor(s), resulted in the user experiencing resistance while attempting to advance the wingspan system over the guidewire. Much of the additional damage is likely to have occurred when attempting to retrieve the device. Based on the review of all available information, the reported event of ¿stent stabilizer/catheter friction', 'stent delivery catheter kinked/bent', ¿device difficult to flush' and 'stent partial deployment' and the analyzed events of ¿stent deformed¿, ¿stent delivery catheter kinked/bent¿, ¿stent delivery catheter flat/crushed¿, ¿stent stabilizer kinked/bent¿, ¿stent stabilizer/catheter friction¿ of have been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that the stent (subject device) was used in the surgical procedure. However, during preparation it was observed that flush could not pass through the stent delivery system. When the physician attempted to deliver the stent, the stent could not be advanced as resistance was encountered between stent stabilizer and delivery catheter. Also, the stent got detached from the delivery system. As the stent was half deployed the physician replaced the subject device, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the stent (subject device) was used in the surgical procedure. However, during preparation it was observed that flush could not pass through the stent delivery system. When the physician attempted to deliver the stent, the stent could not be advanced as resistance was encountered between stent stabilizer and delivery catheter. Also, the stent got detached from the delivery system. As the stent was half deployed the physician replaced the subject device, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.